Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data log corruption malfunction was verified. The alleged shutdown malfunction could not be verified due to the data log corruption.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. After being turned on the pump indicated a data log corruption. The customer's blood glucose level was 250 (mg/dl). Reportedly, the customer obtained alternate insulin therapy available.